Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose in the range of 40 mg/dl. Customer was treated with orange juice. Customer stated that they receive sensor updating alert and change sensor alert. Customer declined troubleshoot for low blood glucose and sensor issues. Insulin pump will not be returned for analysis.